Event description:
The customer reported an under infusion of vancomycin. It is unk if the vancomycin was hung as a primary or secondary infusion. The customer stated that vancomycin 300 ml was hung and programmed to infuse over 90 minutes. The device alarmed for end of infusion 60 minutes later, however 40 ml remained in the bag. The pump module and pc unit were tested by the facility's clinical engineering and they confirmed the pump module was under infusing. There was no report of pt harm. Medical intervention was not required. Although requested, no additional pt or event details were provided.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A f/u report will be submitted with investigation results once the eval has been completed.